Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with a guidewire in the wire lumen. A visual examination of the complaint unit was carried out and no issues were noted. The burr catheter & the advancer device were returned to site connected together. The advancer knob was returned in a backward position and was not locked. The advancer knob was locked down and the handshake connection was inspected and a tug test was performed and no damage or issues were noted. The burr was microscopically examined and no damage or irregularities were noticed. The burr was inspected and no issue was noted with the exposed brass on the plated back half. The guidewire was kinked and was not able to be removed from the device. The burr device was taken off the advancer and the guidewire was still unable to be removed. Inspection of the annulus did not reveal any damage. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion, vessel perforation and dissection occurred. The target lesion was located in the right coronary artery (rca). A 1.25mm rotalink¿ plus was used to treat the target lesion. During the procedure, the burr made several passes at 160rpm. During a last polishing run, it was noted that the console went into a stall mode. The connections were checked and the pedal was pressed but the console keeps showing the red stall light. It was then noted that the burr was stuck in the vessel. The burr was attempted to be removed but failed. The guide catheter was then advanced all the way down to mid rca and just pulled and removed the whole thing as a unit. It was then noted that vessel perforation occurred. It was also noted that a dissection occurred and the burr was caught up in the dissection flap. Many attempts were performed to rewire the vessel and when it finally get wired, perforation was contained and was stented. No further patient complications were reported and the patient¿s condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr became stuck in the lesion, vessel perforation and dissection occurred. The target lesion was located in the right coronary artery (rca). A 1.25mm rotalink plus was used to treat the target lesion. During the procedure, the burr made several passes at 160rpm. During a last polishing run, it was noted that the console went into a stall mode. The connections were checked and the pedal was pressed but the console keeps showing the red stall light. It was then noted that the burr was stuck in the vessel. The burr was attempted to be removed but failed. The guide catheter was then advanced all the way down to mid rca and just pulled and removed the whole thing as a unit. It was then noted that vessel perforation occurred. It was also noted that a dissection occurred and the burr was caught up in the dissection flap. Many attempts were performed to rewire the vessel and when it finally get wired, perforation was contained and was stented. No further patient complications were reported and the patient's condition was fine.